Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a travel coarse error. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the clutch components not fully engaging with the leadscrew that caused premature wear and failure. As a result, the clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a travel coarse error during testing. During physical inspection, it was found that the travel coarse error was verified with the event history log. There was no patient involvement, no injury was reported.